Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample did not indicate any damages or abnormalities. The sample was then primed and checked for any leakages or fluid blockage. There was no issues identified when the sample was primed. The sample was then connected to a sample bd primary infusion set and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no indication of leakage, air-in-line or fluid blockage. The customer complaint of flow issues - fluid blockage could not be verified. A root cause analysis was not conducted because the reported failure could not be replicated. A device history record review could not be performed on material 2432-0007 because the lot number is unknown.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tpn [total parenteral nutrition] with lipids and iron infusing. Tubing clotted off. PICC [peripherally inserted central catheter] line flushed fine but tpn filter had a dark line in it and would not run even when detached from the patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material (B)(4) because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.